Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Although requested by tandem technical support, the customer declined a follow up. Additionally, a cartridge change error message occurred. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose was 180 mg/dl.